Manufacturer narrative:
An investigation of the provided information has been made available. The compatibility check was performed from (B)(4) and showed that the product combination was not approved by zimmer. Review of incoming information: it was reported that the patient received the implant (combined with non zimmer product) on (B)(6) 2006 and was revised on (B)(6) 2007 due to pain and low level of infection. Review of x-rays: only post revision x-rays has been provided without clear date: no conspicuousness visible. Review of op report: revision report dated (B)(6) 2007: it was stated that a (B)(6) female patient underwent revision surgery of a tha on (B)(6) 2007, the patient received the implants on (B)(6) 2006. Patient was complaining about pain and the surgeon found a low grade infection generated by (B)(6). Surgeon noticed a minor signs of loosening on the stem during explantation. No other conspicuous information. It was also indicated that the zimmer product (sulox-head 28 's' 12/14) was combined witzh a competitor stem (aesculap). The second revision was reported under (B)(4). The devices analysis could not be performed as the devices were mot returned for investigation. The IFU for endoprosthesis doc. (B)(4) is states that "only authorized combinations must be used"". To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: (B)(4)." Based on the given information and the results of the investigation, we could identify a root cause for this issue. Off-label use. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this (B)(4).

Event description:
An investigation has been made avialble.

Manufacturer narrative:
The manufacturer did not receive device for review. X-ray pictures and medical records were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolox delta head) are marketed in USA, and therefore this report was filed. According to the provided information, the current situation reflects an off-label use, i.e. Contraindicated use as described in zimmer's instruction for use, as the stem is a non-zimmer product. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a sulox-head 28 's' 12/14 on (B)(6) 2006 and was revised on (B)(6) 2007 due to pain and low level of infection. The present case was opened on basis of information and patient's history records received for (B)(4) (mrf 9613350-2015-00835). It was recognized during review of the information that the patient experienced a previous revision surgery and the case at hand was created.